Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
A physician placed a graftmaster for the treatment of a free perforation. The perforation was sealed. It was reported that there was a "filling defect seen after placement of the stent" it appeared to be a thrombus on the angiogram. This was resolved with balloon inflation and starting iib/iiia inhibitors.